Event description:
It was reported that during a hepatectomy procedure, the tissue pad was detached off during activation for the liver. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded. Additional info: the tissue pad was damaged. The doctor commented that he had activated the device without tissue. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.